Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 23.5 diopter lens was implanted and did not center correctly and there was an attempt to reposition the lens. Reportedly, the haptic was damaged during the original folding, which caused the patient's capsular bag to rupture. The damaged haptic detached and became stuck/adhered to the capsular bag couldn't be removed. The lens had to be cut out later. This event may be due to a use error during handling/preparation of the lens for implant. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.